Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 and up to 500, 600 mg/dl. The customer was treated with the manual injection. The troubleshooting was performed for high blood glucose. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges insulin pump was under delivering because they unable to bring sugars down with insulin pump. Auto mode feature was active. The displacement test was performed and it alarmed no reservoir detected, also the high pressure test was performed and the test was passed. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.